Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and low sensing was observed during a follow-up in clinic. The physician elected not to make any programming changes. The patient was in a good medical condition.